Event description:
The manufacturer received information alleging burnt connector occurred on a REMstar Auto. The device was not in use on a patient at the time of the occurrence. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found a burnt connector. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s Product Investigation Lab (PIL) for additional testing and investigation. A final report will be sent once the investigation is concluded.